Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type. Data not available.

Event description:
It was reported that the patient sought medical attention due to hyperglycemia on (B)(6) 2025 at east surrey hospital. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) with ketones present while wearing the pod between 37 and 48 hours on the arm. The patient stated that the pod was not delivering insulin in both automated mode and manual mode. Symptoms reported include headaches, nausea, confusion and extreme thirst. The pod was removed, and a new pod was activated before going to the emergency room (ER). At the hospital, treatment was not provided but the patient was advised by the doctor to rest, drink a lot of water and continue using the pod. The patient left the hospital after 6 hours.